Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing pain at the lead site and overstimulation. On one occasion, the patient passed out due to the issue. It was also reported, the patient only feels stimulation when it is increased to the maximum limit. The patient plans to follow-up with an sjm representative.